Event description:
This lead was implanted on (B)(6) 2008 and is still in active implant. A call to technical services was made on 5/2/2014 stating that during a changeout of device, this atrial lead developed issues of out-of-range lead impedances. There is no further information provided. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).